Event description:
This report is for the orif. Information received from iis 2023-001 indicates the following: r periprosthetic tibial fracture. Required orif on (B)(6) 2011. Developed instability. Femoral bumper, bushings, tibial insert, tibial sleeve, axle, tibial bushings revised (B)(6) 2012.